Event description:
Three spinals that were in, according to anesthesia, wouldn't set up (take effect). Bupivacaine lot # 26020dd is questionable on viability. Packaging of one tray was saved. All trays with the same lot# gd822866 were pulled from surgery inventory. Anesthesia will use marcaine from hospital stock. Baxter manufacturer rep was notified of complaint and started a tracking number. Baxter rep notified four days after event. Waiting for clearance from baxter before marcaine in trays is ok for use.